Event description:
On 14-jul-2022, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a discrepant result of 0.06 ng/ml on a female patient. There was no additional patient information at the time of this report. Return product is not available for investigation. Metho, date, collected tested result, sample. Architect, (B)(6) 2022, 10:42, 11:51, 0.07 ng/ml, plasma. I-stat 1, (B)(6) 2022, 12:09 , 12:19, 0.06 ng/ml, whole blood w/o heparin. Positve cutoffs: architect: 0.016 ng/ml. I-stat 0.08 ng/ml. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. Results when compared showed that the architect (alternate method) yielded a positive result of 0.07 ng/ml based on a cutoff of 0.016 ng/dl followed by a negative result on I-stat of 0.06 ng/ml on whole blood based on a cutoff of 0.08 ng/dl. The patient was deemed a verified for positive case for myocardial infarction and transferred to another hospital. The investigation is underway. Per I-stat system manual art: 715595-00v. Reportable range: 0.00 - 50.00. Reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results). Reference range: 0.00 - 0.08 (represents the 0 to 99% range of results).

Manufacturer narrative:
Apoc incident #: (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Manufacturer narrative:
Apoc incident: # (B)(4) the investigation was completed on 09-aug-2022. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ak (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lot a22121a.